Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; check tubing alarms and patient circuit disconnected. A successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The root cause of the alarms has not been conclusively determined but they were most probably due to leakage in the patient breathing circuit. The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing on 2015-10-18 or 2015-10-22.

Event description:
It was reported that the ventilator generated clinical alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).